Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The biomed reported an issue with the trim knob, not allowing user input on the device. The biomed reached out to the manufacture remote service technician and confirmed the navigation (nav) ring is not moving. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The field service engineer replaced the nav ring to resolve the reported issue, all tests passed.

Manufacturer narrative:
G4: 03nov2020. B4: 04nov2020 . The bio-med confirmed the patient was removed from the ventilator and was placed on an alternate ventilator; however, there was no reported patient or user harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.